Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 500 mg/dl associated with a loss of prime issue. There was no further information provided at the time of the call and the reporter could not be reached for follow-up. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.